Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the 0.225 lens was exchanged for a different model 22.5 monofocal lens indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision, glare, an decreased vision interfering activities of daily living (adls). The iol was exchanged for monofocal lens model 6 months following the initial implant procedure. Additional information has been received and updated.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).